Event description:
A (B)(6) male patient called zoll customer support to report check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the trunk cable connector was cracked and the black pulse wire and white ground wire were broken. The root cause for the damaged connector and wires could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt connector and broken wires. The patient received a replacement electrode belt.